Manufacturer narrative:
Manufacturer's investigation conclusion: the report that a pledget was ingested into the pump could not be confirmed through this evaluation as no images were submitted for review and the pledget was reportedly removed from the device prior to return. A direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no controller log files were submitted for review. The extracted lvad event and periodic log files recorded the flow at 0.0 lpm for the majority of data. The log file recorded an acute decrease in flow, however, it was unable to be determined if this event occurred during patient support as it was noted that the pump was run in a basin of saline post-support, and decrease flow was observed. The flow never recovered for the duration of the log file. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was fully engaged and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU provides instructions on all surgical procedures, including unpacking the implant kit and prepping, running, and priming the pump. The IFU also warns that, during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. In addition, this document explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. The patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides instructions on all surgical procedures, including unpacking the implant kit and prepping, running, and priming the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a small tear was noted while using new coring tool which increased bleeding and required additional pledgets in the inside of ventricle through black line of the traditional apical sewing cuff. A pledget was ingested into the pump and obstructed the pump with zero flow moving through the pump. The pump was removed from the apical sewing ring and the outflow graft was addressed for a twist. The pump was run in a basin of saline and decreased flow was observed. A pledget was removed from the inflow of the pump and a new pump was used.